Event description:
It was reported that during a laparoscopic gastric bypass procedure, the (B)(4) and (B)(4) trocars had significant pneumo loss throughout the case. The procedure was converted to open to complete the case. No adverse consequences reported. All six devices were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: torque is a factor ; however, pneumo loss has also occurred during the insertion of the camera. There is a very distinct whistling noise that occurs, but they are unable to identify where the leak is coming from. [Surgeon] indicated this case took place and he had to convert it to open due to the insufflation issues. [Surgeon] generally uses the 12mm trocars to hook the pneumo up, so the conversion was most likely related to the 12mm trocar. Therefore, this event will be classified as a malfunction. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.